Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10. It was orginally reported that the sample was not available, however, the account returned an unused sample for our investigation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. (B)(4). One unopened 9fr ik introducer sheath and the dilator were returned for product evaluation. Visual inspection revealed that the device did not have any gross anomalies or damage. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. The sheath passed the leak test because there were no air bubbles seen at the valve. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. No damage was observed on the crosscut valve. The distal tip of the dilator did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the dilator was inserted off-center into the valve, causing the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the ik sheath; the valve was leaky or bad. The patient bled while the sheath was in the patient. Additional information was received on august 8, 2019. The blood loss was minimal, it was less than 250cc. The case was completed successfully and the patient was reported to be in stable condition. The sheath was removed, pressure was held on the wound and another sheath from a different lot was used.